Manufacturer narrative:
The investigation of product damage and vf/vt/af/at has been completed. The pump was not returned for investigation, and a data log review was not required for this case. The patient experienced ventricular tachycardia (vt) during pump use. Additionally, the sleeve had ripped and detached, but this was managed with tegaderm. The cause of the sterile sleeve damage issue was most likely use related, based on given clinical details. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that there was product damage. The sterile sleeve ripped and detached on the distal segment of the catheter by the red impella plug. The middle and proximal segment of the sterile sleeve was still attached and in good condition. The nurse cleaned with betadine and reinforced with tegaderms. It was later reported that the patient decompensated and coded. The impella position was checked due to concerns of placement signal. Additionally, the patient experienced atrial fibrillation and atrial flutter for which the p-level was adjusted for. However, the patient remained hypotensive and resuscitation was continued. The patient subsequently expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.